Manufacturer narrative:
The device history was downloaded and maintained. Log review period 6 jan 2023 to 2022 to 9 feb 2023. No delivery related alarms or unusual alarms found in device history. The customer mentioned running the delivery test and seeing 22 ml delivered ¿on several occasions¿. In contrast, the logs documented exactly two (and only two) executions of the delivery test of which both were logged as delivering 20.0 ml. With the exception of the first line a infusion of the first delivery test (for which start time was not logged, and so accuracy could not be calculated) all delivery as logged was accurate within design tolerance. Engineering evaluates that the logs record the pump as delivering accurately within design tolerance (actually, within 0.0%, while tolerance is +/- 5.0%). Logs do not provide data to confirm the volume physically measured in the graduated cylinder by the customer. The complaint could not be confirmed. The pump is evaluated as operating correctly. The device passed all performance verification testing (pvt) including delivery accuracy testing, delivering 20.8ml. No issue was identified with volume delivered throughout pvt testing. The complaint was not confirmed as no issue was identified with the device delivering or volume delivered throughout pvt testing and was not support through the log review. Therefore, no probable cause was determined. D9: device returned to manufacturer on 08-feb-2023.

Event description:
The event involved a plum 360 infusion pump. The initial reporter stated that on an unknown date, the pump wasn¿t delivering fluids when it was supposed to. The clinical technologist at the site inspected the pump and found that it was delivering fluid, however the quantity it delivered seemed off. When a 20ml accuracy test was run on the pump, it delivered around 22ml on several occasions. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The reporter's phone number extension is (B)(6). Device evaluated by MFR: the device has been requested for evaluation. However, it has not yet been received.